Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve alarms and shuts down. Associated malfunctions for this device: sieve bed had bad odor